Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - DHR documentation was reviewed and the following anomalies that could be associated with the complaint. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The unit passed service and repair testing; incoming test sheets were reviewed, and all passed within specification. A request was made for log file of console use; however, log files were not available at time of request. Root cause - the complaint is not confirmed since the device was found to meet specification. Possible causes of overheating per the IFU (instructions for use) may be: cusa clarity tips utilize a silicone flue. Compressing the flue against the side of the vibrating surface along the length of the tip may cause excessive heating. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036) got extremely hot in the physician's hand during "craniotomy removal of tumor" surgery. They switched handpieces and the 2nd device worked well. There was no user/patient injury reported.